Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported tha the universal zimmer/hudson reamer attachment grinded until it failed to operate. It was noted that there was smoke, and there was no patient impact. No additional clinical information was received prior to this report.